Event description:
It was reported that a patient underwent a hip surgery on an unknown date and barbed suture was used. The surgeon stated that the suture is acting as a foreign body on the patient so they had to go back to the or to wash out that area. Patient had a infection. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure, if applicable? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, d2a. Additional information: g1, h6. D4: UDI currently unavailable since the exact product code of the suspected device cannot be determined. Additional information was requested, and the following was obtained: what is the surgeon¿s experience with this stratafix suture? Using for over a decade. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Unknown. Date and name of index surgical procedure? Total hip arthroplasty and total knee arthroplasty the diagnosis and indication for the index surgical procedure? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Capsule, dermis, subcutaneous, skin. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unkown. Please describe any medical/surgical intervention required for this suture event including dates and results. Wound washout. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? No. Can you describe the appearance of the stratafix suture during second procedure, if applicable? Stratafix appeared to be intact throughout the wound. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Slow wound dehiscence over 1-2 months. Wound began opening in different spots across the incision. Please provide the onset date/time of infection from the initial surgical procedure. 1-2 months. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown. Were cultures performed? If so, please provide the results. Unknown. How much and what type of drainage is present in this wound? Unknown. Were any pre-op cleansing procedures changed recently? If yes, please describe. No. Other relevant patient history/concomitant medications? N/a. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Unknown. Product code and lot number? Sxpp2b408 or sxmp2b412. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarification is being requested for the recent response received. The new information provided stated: ¿date and name of index surgical procedure? Total hip arthroplasty and total knee arthroplasty¿ this file was initially created for a patient who underwent a hip procedure. Please confirm the type of surgical procedure for this patient. Did the patient have a total hip arthroplasty? Or did the patient have a total knee arthroplasty? Or is the exact type of procedure unknown? Is there a second patient that experienced an infection/reaction and needed a washout? If yes, was this event previously reported? If yes, please provide pc number. If there is a second patient, please create one additional pc to capture the event for the second patient.